Event description:
The manufacturer became aware of an allegation ds2adv auto CPAP stating that after cleaning his device he noticed that the device will no longer turn on and there is no light coming on around the button. The device was returned to a third- party service center for evaluation. During the evaluation of the device, they found out that device will turn on but does not start. Error codes were found on the device. In addition, burned pcba was observed. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.